Event description:
On (B)(6) 2015, a lifecell sales rep discovered an article of a wrongful death lawsuit published by the (B)(6) online referencing strattice being implanted during an allegedly "prolonged emergency surgery to correct a recent hernia repair with synthetic mesh". This event was not reported to lifecell by the physician or facility. The article dated (B)(6) 2015 stated that the male patient ((B)(6)) underwent laparoscopic incisional hernia repair on (B)(6) 2015 with synthetic abdominal wall mesh at (B)(6) hospital in (B)(6) by dr. (B)(6). Post-op, the patient complained of not being able to urinate, so a catheter was inserted. The next day, the lawsuit states that the patient's abdomen was distended and he still couldn't urinate on his own. He complained of nausea and having vomited overnight. The patient was reported as being discharged that day ((B)(6) 2015) with his foley catheter in place. On (B)(6) 2015, the lawsuit states the patient visited dr. (B)(6) complaining of nausea and "significant pain". His abdomen was still distended and he was still retaining urine. The next day ((B)(6) 2015), the patient went to the emergency department at (B)(6) hospital and (B)(6) in (B)(6) complaining of abdominal pain and exhibiting hypotension and tachycardia. The lawsuit states a CT scan revealed his pelvis and abdomen were collecting gas and fluid, suggesting the potential for a bowel leak and/or abscess. Allegedly, (B)(6) was consulted for a surgical procedure and was made aware of his symptoms, but he didn't perform emergency surgery. (B)(6) saw the patient the next day ((B)(6) 2015) and arranged with (B)(6) to have him transferred to (B)(6) where (B)(6) performed an exploratory laparotomy with abdominal washout, repair of a small bowel enterotomy, removal and explant of synthetic abdominal wall mesh and placement of biologic strattice mesh, the lawsuit states. Three days later on (B)(6) 2015, the patient died. Due to the legal suit with no direct notification to lifecell, no additional event information can be obtained through the qa complaint investigation.

Manufacturer narrative:
The evaluation of this event was limited to the event details published in the article. Due to the lack of information, no qa investigation could be performed. The strattice lot implanted remains unknown. Based on the limited information in the article regarding this wrongful death lawsuit and the events leading up to the death of this patient, lifecell has concluded that this event is unrelated to strattice. The patient experienced severe, life threatening complications following a laparoscopic hernia repair with a non-lifecell synthetic mesh. The post-operative complications leading to the death of this patient were related to the surgical procedure on (B)(6) 2015. The subsequent procedure on (B)(6) 2015, where the strattice was implanted, was an emergency surgery in an attempt to stabilize this patient. The strattice did not cause or contribute to the death of this patient. Due to the legal suit with no direct notification to lifecell, receiving additional information regarding this patient is unlikely, but lifecell is attempting to follow up with the hospital. This event is being reported conservatively due the severity. If additional information is received, a follow-up report will be filed. Device not explanted.